Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with bad screen was confirmed during product evaluation. The root cause of the reported problem was determined to be main display defective. Appropriate action was taken to correct the reported problem by replacing the main display. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a "bad screen". The event was reported to have occurred upon power up in central supply. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.